Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high pacing impedances and could not be fixed. The lead could not be repositioned due to helix rotation issue. The physician used a new lead to complete the operation. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis should include: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 64.3 cm. Analysis was normal. No anomalies were found.